Manufacturer narrative:
A complete analysis of 1 opened and used enlite sensor found the sensor cannula whole; unable to confirm the adhesive anomaly due to the customer returned the sensor opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced sensor anomaly. It was reported that one sensor got stuck to serter and the other sensor had a missing electrode. Sensors would be replaced.